Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods.due to the lack of sample available the complaint could not be confirmed and no root cause could be determined. There will be continued monitoring and trending on issues related to this complaint.

Event description:
The event is reported as:the customer alleges the connector ruptured.there was no reported patient harm.

Event description:
The event is reported as: the customer alleges the connector ruptured. There was no reported patient harm.